Event description:
It was reported that the patient presented during procedure for surgical left atrial appendage closure. During procedure, it was noted that the atrial lead was found dislodged. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.